Event description:
I'm writing to you about hernia mesh patch got infected. I saw an ad television about hernia mesh patch. It was too fast before, I could get the address down. I would like to get some help from you if can help me out.